Event description:
Staff identified a glowing red color in the humidifier water chamber, a release of pressure from the water chamber and subsequent flames. Flames progressed to involve the humidifier and the ventilator attached. The fire progressed and activated a local sprinkler. Fire alarms activate with fire dept response. The hospital evacuated pts from the first floor medical / surgical and ICU departments. At time of event the humidifier was connected to a fisher paykel heated humidifier pt circuit. Therapy / usage started on: (B)(6) 2026; stopped on (B)(6) 2026. Pt: 4582. Device: 1245, 1490, 2895. Ref: mw5189153.